Event description:
It was reported per the physicians comments that in general the whisper es guide wire has become increasingly sticky/tacky during advancement and retraction of other miscellaneous/various manufacturers devices over the guide wire. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event has been estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.